Manufacturer narrative:
The exact patient's age is unknown; however, the patient was born in 1978. Patient code e2330 captures the reportable event of pelvic pain. Patient code e1906 captures the reportable event of vaginal infection.

Event description:
It was reported that after an advantage implantation, the patient's stress incontinence and chronic constipation have aggravated. Pelvic pain in the pubic area and vagina after efforts and even a short time of walking, frequent need to urinate, and vaginal infection were also experienced by the patient. Additionally, the patient was on sick leave since the surgery, as the patient's job is incompatible with pain associated with effort.